Event description:
The customer reported a failure to discharge during a sync cardioversion procedure. There was no negative pt impact.

Manufacturer narrative:
(B)(4): the complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.